Event description:
A malfunction alarm, identified as malfunction code 16, was reported. There was no adverse impact to the customer's blood glucose level. The pump was still under warranty, and tandem technical support arranged for a replacement pump. The customer was advised to use multiple daily injections as a backup therapy. Additionally, the customer received instructions on putting the pump into storage mode and returning the problematic pump, acknowledging and understanding all instructions provided.